Event description:
It was reported that (2) tct75 were used during an roux-en-y procedure. It was reported by the rep that the stapler misfired. The surgeon used a third tct75 to complete the case and no reloads were used. There was no consequence to pt.